Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace emergency backup battery (ebb) alarm was confirmed via log file analysis. Review of the log files revealed starting on (B)(6) 2025 at 18:46:37, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the unloaded and loaded voltage was measured to be outside of the designed threshold. The backup battery fault alarms did not resolve before the driveline was disconnected at 22:56:56. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the backup battery fault alarms was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. The patient handbook, section 6 ¿caring for the equipment¿, describes how to properly care for all heartmate equipment, including the system controller and its power cables. Heartmate 3 instructions for use (IFU) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an alarm around 10:55 pm, which prompted them to perform a system controller exchange. The ventricular assist device (vad) interrogation showed a "replace ebb alarm". The log file captured emergency backup battery (ebb) fault alarms beginning at 6:46 pm on (B)(6) 2025. Following the onset of these alarms, the driveline was disconnected at 10:56 pm for the controller exchange. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
Section a4: patient weight not provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.